Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative, that reported the implantable neurostimulator (ins) was not working anymore. No connection was possible between the clinician programmer and the ins, and there was no more stimulation. The patient's pain returned. The event occurred on (B)(6) 2016. Factors that may have led or contributed to the issue included the patient receiving punches on his abdomen where the ins was implanted on (B)(6) 2016. The ins was replaced during a surgical procedure on (B)(6) 2016, and the issue resolved.

Manufacturer narrative:
Analysis of the ins, model 37712, serial no. (B)(4), found no significant anomaly, ins battery reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 4.025 volts. On (B)(6) 2013 the battery had depleted to the "lock" mode (<3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.